Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, loss of capture and on removal from the body, the screw would not extend with greater than 20 turns on the table while lying flat. It was also reported that the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that at the time of analysis, dried tissue/body fluid on helix and in the sleevehead prevent the helix from extending and retracting, and this is not a lead failure. Visual ispection indicated no conductor or insulation damage. Only a cut was found on outer insulation at distance 24 cm due to explant damage. If information is provided in the future, a supplemental report will be issued.